Manufacturer narrative:
The customer¿s report of an infusion completed faster than expected was not confirmed in the logs or replicated during testing. Analysis of the pcu event log showed the pcu was powered on 13 august 2019 at 6:25 pm; same patient and same profile (oncology) were selected. The suspect pump module (s/n (B)(4)- not returned) was programmed for a primary infusion of guardrail drug fluorouracil (drugid= 64) at a rate of 3.2609 ml/hr for a duration of 46 hours (4600 mg/150 ml; vtbi= 150 ml). The module (s/n (B)(4)) experienced multiple alarms (78 times) , flo stop open (15 times) and infused 36.841 ml before the infusion was switched to suspect device lvp (s/n (B)(4)). The module (s/n 14730009) was programmed for a primary infusion of guardrail drug fluorouracil (drugid= 64) at a rate of 3.2 ml/hr (760 mg/113.2 ml; vtbi= 113.2 ml). The module (s/n (B)(4)) experienced multiple alarms (37 times), 1 flow stop open, and infused 50.972 ml/hr before the device was channeled off. Pump module (s/n 1(B)(4)) total volume infused= 36.841 ml. Pump module (s/n (B)(4)) total volume infused= 50.972 ml. Review of the pcu error log showed no errors recorded on the reported event date. Functional testing performed found both devices to be operating within specification. The root cause of the customer¿s report of an infusion completed faster than expected was not identified.

Event description:
It was reported that chemotherapy infused in thirty one hours instead of forty six hours as scheduled. The infusion had been started on (B)(6) 2019 at 0750 at a rate of 3.3ml/hour. Air-in-line alarms were going off frequently, but the infusion was not switched to another device. The infusion was completed fifteen hours earlier than anticipated, at 1400 on (B)(6) 2019. An unspecified medication was to be ordered twenty four hours after the event by an attending physician. A clinical pharmacist advised to monitor the patient for additional symptoms.